Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was aborted. No harm or injury was reported to philips. A philips remote service engineer (rse) confirmed the reported issue and suggested on-site service after performing remote diagnostics. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting identified that a signal cable was loose and cause the live screen to flicker and the coronary artery screen to not light up. The fse adjusted the monitors. After adjusting the monitors, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system live, and reference monitor were not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. L4l emdr - the complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.